Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract procedure, the irrigation stopped. The case was completed with the same equipment and accessory. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed and attributed to user error. The company representative reconfigured the customer¿s doctor settings and the issue was resolved. The system was tested and found to meet product specifications. The system was manufactured on may 11, 2015. Based on qa assessment, the product met specifications at the time of release. The reported event was confirmed and can be attributed to user error. The operator¿s manual released with software revisions explains continuous irrigation and its parameters. It specifically says ¿the continuous irrigation auto-off feature is used to automatically turn continuous irrigation off, when the handpiece is removed from the eye. The threshold value ranges from 0 (off) to 10 (max).¿ (B)(4).